Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited a lot of noise in primary and alternate. This noise was reproducible when rubbing near the xiphoid, but only in primary or alternate. It was noted that this was an older electrode model, and it was likely the intermittent contact between sense b and the suture sleeve. This s-ICD was programmed to secondary, which did not use sense b. This electrode remains in service. No adverse patient effects were reported. It was also noted that the patient had a concomitant dual chamber leadless pacemaker system.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.